Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient sometimes needed to charge the ins every few days but other time she would not need to charge for multiple days since implanted. Pss reviewed that he should have the ins programming checked to understand the inconsistency in recharging the ins. No further complications were reported/anticipated.